Manufacturer narrative:
(B)(4). Device evaluation: the pump and meter remote have been returned and were evaluated by product analysis on (B)(4) 2012 with the following findings: no boluses were observed in the pump history around 8 am on (B)(6) 2012. The basal and bolus amounts in the pump history were accurately reflected in the total daily dose history. No insulin delivery interruptions or malfunctions were observed in the pump black box. A 10 unit audio bolus and a 10 unit normal bolus were performed and recorded correctly in the pump history. The meter remote was paired with the pump and a bolus was programed and recorded in the pump history. The iob was checked and confirmed that it correctly reflected the boluses delivered.

Event description:
On (B)(6) 2012, the patient contacted animas to report the pump was not recording iob or a bolus dose taken within its history. The patient reported that a bolus dose taken on (B)(6) 2012, at 8:00 am and the iob (insulin on board) value were not stored in the pump history. Troubleshooting revealed all settings were correct. The patient suffered no injury and did not seek medical attention due to the pump issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.